Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On an unspecified date, the consumer used o.b. Ultra absorbency tampons (lot number 2759m5984, expiration date, frequency unspecified). She reported that the wrapper sticks to the tampon and peels off the top layer of the tampon. She reported that she had to throw away the first few from the box and it seems to be happening to all of them. She stated that she is concerned the cotton will tear off and remain vaginally as this has happened to her once before. No further information was provided. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.